Manufacturer narrative:
The manufacturer did not receive the device for review. X-rays were received and will be reviewed as part of the ongoing investigation. The lot number of the device was received. The history records were reviewed and found to be conforming. According to the provided information the current situation reflects an off-label use. The usage of a trauma hip instrument in a clavicle surgery is not approved and recommended by zimmer at all.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e calibrated drill 4.3 mm - (B)(4)) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient underwent a fractured clavicle surgery utilizing a ncb-pt drill bit (trauma hip instrument) on (B)(6) 2017. During the procedure, the tip of the drill bit fractured inside the patient body. The fractured portion of the drill bit was unable to be retrieved and remained in the patient.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: it was reported that a patient underwent a fractured clavicle procedure utilizing a ncb-pt drill bit. During the procedure, the tip of the drill bit fractured inside the patient body. The fractured portion of the drill bit was unable to be retrieved and remains in the patient. Review of received data: x-rays which were taken after the surgery were received. They show the implanted screw as well as the fractured tip of the drill bit inside the patient's clavicula. Two particles are visible. Devices analysis: visual examination: the instrument was returned for investigation. The tip of the drill bit is clearly broken. Moreover, some signs of usage can be seen. No other conspicuousness can be found. Review of product documentation: the surgical technique was reviewed. The ncb pt cannulated drill bit ref (B)(4) is recommended to be used in combination with the ncb drill guide when inserting a tibia trauma plate. There is no indication that this system can also be used for a fracture of the clavicula. This was also confirmed by a trauma development engineer of zimmer biomet. Root cause analysis: root cause determination using rmw # (B)(4): instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient => not possible -> a systematic issue with design would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of a trend review. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as instrument was used for a surgery of a fractured clavicula. Conclusion summary: the instrument was returned for investigation. The reported event can be confirmed. However, it was found that the instrument was used off-label for a clavicula surgery. In the surgical technique it is indicated that the drill bit is used to insert a trauma plate in the tibia bone. Therefore the drill bit is applied almost perpendicular to the bone, using a drill guide. The x-rays show the position of the inserted trauma screw in the clavicula. Probably the drill bit was applied in a very flat angle to the bone, resulting in high bending force on the instrument, which might have led to the fracture of the tip. The root cause is therefore found to be off-label use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).